Event description:
The device involved in this report was checked because of patient's faint. Capture failure at ventricular level was observed, therefore, the lead was replaced. After the reintervention, it was observed that the capture threshold was depending on the programmed pacing rate.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/09), sorin crm (formerly ela medical) is filing this MDR at this time. Review of the electronic data and files received. (B)(4).